Manufacturer narrative:
Device analysis: the device was not returned for analysis: therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report # 45 of 48 events identified during this review. This report contains limited information regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).

Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a graft thrombosis event occurred post-atherectomy. This was a restenotic target lesion at the sfa anastamosis site. The lesion was 20% stenotic, moderately calcified, and was 20mm in length. One patent run-off vessel was present prior to therapy. The lesion was treated with a 2.0 solid crown oad which was spun at low speed for one run (25sec) and at medium speed for two runs (25sec each) for a total run time of 75 sec. The residual stenosis was 50% and thrombosis of the graft was noted. The thrombotic graft was treated with tpa, thrombectomy and pta. An unspecified size balloon was inflated twice to 3atms each for a total inflation time of 2min, but the graft remained occluded. No additional information is available regarding this event.